Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 542 mg/dl. The customer treated with a manual injection. The customer also reported that the insulin pump alarmed no delivery. During troubleshooting, the customer disconnected at the quick release and indicated insulin did exit the tubing during prime. The customer was unable to remove the infusion set to inspect the site portion. It was advised to change the entire infusion set system and monitor. The product will not be returned for analysis.